Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air in line. The following information was provided by the initial reporter: the item number is 2426-0007. I do not have the lot#. We kept getting an error for air in line. We tried different infusion pumps with the same outcome. Once we switched the line the issue resolved. Additional information received from the customer: please provide the batch# or lot# number? Unknown describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Delay in care.